Event description:
Technician found that the brakes would engage but did not hold.

Manufacturer narrative:
Tech replaced the brake steer caster and the brake block bearings and the brakes functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.